Manufacturer narrative:
Block h6: medical device problem code a050502 captures the reportable event of fiber misfire. Medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.9 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass tip appeared to have been detached/separated. Examination under magnification confirmed the pattern on the tip is consistent with a fracture. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip was detached/separated and not returned. Additionally, light from the sma connector was bright and round, indicating no fracture within the fiber connector. It is likely that procedural handling of the device during set-up and use contributed to the detached/separated fiber tip and fracture along the fiber body. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to field d7a: sud reprocessed and reused?

Event description:
It was reported to boston scientific corporation on october 6, 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser was shooting from the side. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 6, 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser was shooting from the side. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.